Manufacturer narrative:
Additional information: update to event details. An event regarding loosening involving a trident shell was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant  device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the event could not be confirmed and the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through a medwatch " patient is a 51 year old male who had a left anterior hip replacement on (B)(6) 2017 and has chronic l hip pain since then. He has developed aseptic loosening of the acetabular component. Films and bone scan consistent with loosening. Plan was to proceed with revision of acetabulum. Pt taken to or on (B)(6) 2019 for "l hip isolated acetabular revision. Update (B)(6) 2019: it was reported through the filing of a lawsuit that allegedly the patient was implanted with a tritanium acetabular cup in his left hip on (B)(6) 2017 and began experiencing pain and discomfort in his hip. It was further alleged diagnostic workup revealed device loosening and the patient was revised on (B)(6) 2019. Allegedly during revision surgery "it was discovered that there was no ingrowth of bone on the backside of the acetabular component. The operative report notes some fibrous ingrowth. The surgeon reported that the cup was loose and easily removed".

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported " patient is a (B)(6) year old male who had a left anterior hip replacement on (B)(6) 2017 and has chronic l hip pain since then. He has developed aseptic loosening of the acetabular component. Films and bone scan consistent with loosening. Plan was to proceed with revision of acetabulum. Pt taken to or on (B)(6) 2019 for "l hip isolated acetabular revision.